Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the attorney, on (B)(6) 2014, the patient underwent a flexible sigmoidoscopy, followed by a laparoscopic assisted left and sigmoid colectomy and laparoscopic splenic flexure mobilization. During this procedure, a 29 eea stapling device [manufacturer unknown] was used to fixate the junction. After discharge home [date unknown] the patient was transferred to the emergency room [date unknown] with unspecified symptoms. She was diagnosed with a posterolateral leak. Reportedly the patient had additional unspecified surgical procedures, had additional hospitalizations for unknown diagnoses and spent time in the surgical intensive care unit, though the dates and corresponding diagnoses were not reported. The device operator, prior medical and surgical histories were not reported. The device will not be returned.